Event description:
It was reported that the camera head presented a black picture during an unknown type of procedure. The procedure was completed with a backup camera head. No injuries or procedural complications were noted as a result.

Manufacturer narrative:
Complaint of loss of live video or blank image could not be reproduced. Product passed functional testing during 8 hour burn-in with no signal loss or interference. Video image remained constant throughout functional testing and burn-in. All functions perform as expected. No problem found. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include an improper or loose connection to the concomitant device. A review of the device history record was performed which confirmed no inconsistencies.